Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after the device and leads were implanted, the leads could not be identified automatically. The leads were then manually identified. The device remains in use. No patient complications have been reported as a result of this event.